Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for low battery alarm and power error confirmed in the pump history. Detailed trace analysis confirmed the pump alarmed low battery then alarmed pump error was triggered when the backup battery unloaded voltage was less than 3.7 v for consecutive 240 minutes due to non-sleep anomaly software error. Pump received with minor scratched lcd window, scratched case,pillowing keypad overlay and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery issues that led to pump error alarm. Blood glucose level was 7.8 mmol/l at the time of the incident. Troubleshooting was completed. The insulin pump was replaced and returned the product for analysis.